Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. D.6b revised as explant date was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25149. E.1 revised facility name as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-25149. G.1 revised manufacturing site fax number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25149. H.6 code 4641 was entered incorrectly on the initial manufacturer device report number 1220648-2024-25149.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced access site bleeding. One unit of red blood cells were administered to the patient, manual pressure was applied, and the dressing was redone. The bleeding did not show improvement. The patient continued on support until the device was successfully weaned and explanted.